Event description:
In 2008 the patient reported her insulin infusion device has "shut off" and gone to the stop screen on 7 occasions during the night while she sleeps. She said most recently this happened last night and on another occasion during this past week. To troubleshoot, the patient was instructed to check the auto off feature and she confirmed it is not set. The alarm history was checked and there are no relevant alarms relating to these events. She stated she is using an alkaline battery. At this point, the call was disconnected. Repeated attempts to contact the patient were unsuccessful. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.